Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an unexpected restart. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the alarm occurred during normal use and that the pump had not been stored for an extended period of time. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump gave an alarm due to broken solder joints on the interface board. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and debris under the window.